Event description:
It was reported that the physician's programming system was unable to communicate with a patient's generator. It is unknown whether or not additional generators were unable to be communicated with. It was also unknown what troubleshooting steps have been completed. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one patient was affected by the communication issues experienced by the physician. A company representative performed troubleshooting and determined that the programming wand's battery needed to be replaced. After the battery was replaced the system was reportedly working fine. The patient has not been seen by the office since the failure to communicate occurred. Therefore there have not been further attempts to interrogate the generator. A review of the in house programming history database only found data from the day of implant when the device was still programmed off. Therefore a battery life calculation could not be performed.

Event description:
It was reported that the patient was seen by the physician and the generator was working fine. It appears that the failure to interrogate was caused by electro-magnetic interference on the programming wand. No additional relevant information has been received to date.